Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported event. Visual inspection revealed the air vent was separated from the spike and not fixed in its position. Gravity testing was performed and a leak was observed from the separation between the air vent and spike. The reported condition was verified through evaluation. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set experienced a leak through the air vent during priming. There was no patient involvement. No additional information is available.